Event description:
As reported, approximately 6 years and 8 months post the initial left tsa, the patient was revised due to dislocation. During the revision it was noted that the torque defining screw was getting stuck inside the tray/stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Image & x-ray attached. Product not returning.

Manufacturer narrative:
Concomitants: (B)(6) 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. The revision reported was likely the result of dislocation, possibly due to a traumatic event or progressive instability secondary to increased joint laxity or rotator cuff failure since the time of the initial surgery, which likely contributed to prosthesis wear of the humeral liner. The inability to disassemble the torque screw during the revision surgery may be due to cold-welding of the screw within the adapter tray. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.